Event description:
As reported, button 1 on a 5f mynx control vascular closure device (vcd) could not be pressed at all during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and "recovered". There were no reports of patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral catheter angiography (tfca). There were no visible signs of device/package damage prior to use. There was no damage found on the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.addendum: per product evaluation, the sealant was found fully exposed from the severely kinked/bent sealant sleeves.

Manufacturer narrative:
Complaint conclusion: as reported, button 1 on a 5f mynx control vascular closure device (vcd) could not be pressed at all during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and "recovered". There were no reports of patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral catheter angiography (tfca). There were no visible signs of device/package damage prior to use. There was no damage found on the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The syringe and the procedure sheath were not received. The sealant was found fully exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received; however no cracks were observed on it. In addition, the sealant was noted to be swelled from exposure to blood. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed with the returned device. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control if), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely kinked/bent condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Additionally, procedural/handling factors possibly resulted in the kinked/bent condition of the sealant sleeves (such as excessive force during handling) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer and it was reported that the sleeves had no damages noted after removal, it is unknown if this condition occurred during use in the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.